Manufacturer narrative:
The reported event of ail alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported the pump modules are too sensitive and alarm for ail when miniscule bubbles are present. Patient care was impaired by 45 minutes while addressing ail alarms by replacing the IV set and/or the pump module multiple times. There was no report of patient harm. The device was evaluated by biomed; no issues were identified.